Event description:
Revision surgery: due to dissociation.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number: 1644408-2023-00094; 509-03-444, s817 - dissociation, revision surgery, surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.